Manufacturer narrative:
This product is not marketed in the us. Visual inspection of the returned product found the preloaded system disassembled and unable to evaluate. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that when confirming the lens folded figure of a ks-3ai aq310a1, 13.5 diopter, preloaded injector, before injection the figure was abnormal and stopped use before injection. When they attempted to inject the lens off site of surgery area (just in the air) the lens was cracked. No patient contact.